Event description:
Boston scientific received information that this patient passed away following a surgery for a staph infection approximately two weeks after the pacemaker implant procedure. The origin of the staph infection was not provided, however there were no reported allegations that the device caused or contributed to the (B)(6) and the subsequent patient's death.

Manufacturer narrative:
The local representative contacted the patient's following physician and was unable to obtain any additional information as the clinic was not aware of the reported (B)(6) or patient's death. Attempts to obtain additional information from the clinic of the patient's referring physician was also unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.